Event description:
Consumer reported injection insulin into their stomach and noticed the area was red. Called their physician; wass admitted to the hospital where they administered antibiotics. The injection site was a purple bump, possibly an infection.